Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection was "closed." Reportedly, the customer performed a cartridge change to address the issue. Blood glucose level was 215 mg/dl.